Manufacturer narrative:
The device was evaluated by the field service technician and it was determined that the injector pump leaking was leaking. The pump was replaced and returned to service after it passed functional and safety tests.

Event description:
It was reported that the device was leaking detergent from the bottom of the device and through the floor. The detergent was cleaned up per hospital protocol. There was no pt involvement or adverse consequences related to this event.